Event description:
During an operation to repair a fractured femur, during the drilling part, two of the drill guides broke inside the pt's femur. The physician was unable to retrieve the broken pieces.